Event description:
It was reported that, "patient stated that for the past 6 yo 9 months he has been experiencing pain and squeaking on his right hip every time he walks."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.